Event description:
Patient reports that she had water soluble sutures placed during a surgery that did not dissolve and she has required additional procedure to have them removed stating they were causing discomfort. Unable to determine what sutures she is referring to. Appears that 2-0 pds, v-loc, deep dermal 2-0 pds, 2-0 vicryl, 4-0 monocryl, and 3-0 moncryl were the sutures used during her surgery. Therapy start date: (B)(6) 2016.